Event description:
N/a

Manufacturer narrative:
In order to fix the issue, the getinge field service engineer (fse) replaced the batteries. The unit was then cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.